Manufacturer narrative:
When the manufacturer service technician examined the cot, he found the right and left spiral retaining ring was popped off from the assembly. It is possible that the retaining rings popped off as result of the misuse situation.

Event description:
It was reported in a service report that a patient was asked by the emts to get onto the cot by herself. When she did so, allegedly she placed all of her weight on the footsection of the cot causing the cot to tip forward. The patient allegedly tipped to the floor; no adverse consequence reported however.